Manufacturer narrative:
(B)(4). Investigation summary ==> it was reported performance breakage suture. A paper lid, an empty winding former and a needle-suture piece of product code sxpp1a401 were returned for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were as expected, and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The suture piece was examined, damaged (split) was noted next to needle and the end was cut. A functional test was performed and the tensile force were above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the suture split/break from the swage part or did the needle pull off from the suture thread? The suture split from the swage part. Lot number. No further information is available. Device return status. One device will be returned. No further information will be provided. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an total hip replacement procedure on (B)(6) 2018, and a barbed suture was used. During surgery, it was found that the suture had been split from the swage part during continuous suturing on the fascia. There were no adverse patient consequences reported.